Event description:
Same case as MFR report: 2134265-2012-06156. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, vessel perforation and vessel dissection occurred. The physician performed a complex percutaneous coronary intervention (pci) of the proximal left anterior descending artery (lad), the physician pre-dilated with an unspecified 2.5/12mm balloon, then he placed a non-bsc stent 2.75/18mm in the lad. To finalize he performed a kissing procedure with a non-bsc balloon 2.5/15 in the proximal circumflex artery (cx) and an emerge 2.75/15 in the proximal lad (inside the stent). During retrieval of the emerge he felt immediately some resistance. The distal part of the balloon detached and stayed inside the artery while the rest of the delivery system retrieved inside the guiding catheter. The physician managed to finally retrieve everything (guiding, wire, delivery system and the final part of the balloon) until the radial artery where he tried to catch it with a lasso but it didn't work. The patient was sent to surgery. During the pci, the patient developed a type 1 dissection from a small vessel of the lad due to a perforation of the pt graphix guidewire. The patient died the day after the procedure. It was confirmed by the physician that the perforation of the coronary artery caused a pericardial effusion, then a tamponade which led to patient's death.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).